Manufacturer narrative:
Pump not received in stuck manufacturing mode unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error , low battery alert, power loss alarm, was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked retainer, minor scratched display window, pillowed keypad overlay, fading serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received multiple replace battery now without alarming low battery alert prior. Troubleshooting was performed and it was determined that the insulin pump should be returned.